Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found a pinhole at drainage funnel near the bifurcation area.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole (0.013 inches) over the inflation lumen at the bifurcation. This was out of specification, which stated "cuts in lumens are not allowed." The catheter was confirmed to be size 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found a pinhole at the drainage funnel near the bifurcation area.